Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by email and phone. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A supervisor reported an intraocular lens (iol) that was exchanged. The patient reported "bad vision" and inability to recognize faces at a distance. The patient was unable to tolerate anisometropia. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient is having difficulty driving and decreased vision affects all activities.